Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy; bilateral salpingectomy; extraction of essure device). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: received in formalin labeled with the patient's name and "right fallopian tube with essure device" are 2 pieces of a tan fallopian tube aggregating to 8.5 cm in length and 0.5 cm in diameter. The specimen is serially sectioned and representative sections are submitted in one cassette. Also in the container is a long, thin, coiled wire consistent with essure device measuring 20.5 cm in length and less than 0.1 cm in diameter. B. Received in formalin labeled with the patient's name and "left fallopian tube with essure device" is a tan blue fallopian tube measuring 6.3 cm in length with an average diameter of 0.5 cm. The specimen is serially sectioned and representative sections are submitted in one cassette. Also in the container is a long, thin, coiled wire consistent with essure device measuring 11.5 cm in length and less than 0.1 cm in diameter. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: mr received : previously reported event "medical device removal" updated to "chronic pelvic pain", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.